Event description:
It was reported via repair work order that the powerload will not unlock the cot from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.